Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. Hamilton medical ag received the following additional information from the partner: " in our inspection there are some dry liquids on the housing parts visible. Especially at the alarm lamp cover you can see it very clear that there are some foreign objects around the cover. Also it looks like that the inverter board has some foreign object on it. Potentially it looks that during liquids the inverter board was damaged. Looks like that they used too much cleaning liquids on this device. Because of that what we see on the picture the inverter board was damaged during operation. So the pictures shows us that some liquids came in which looks that it happened during wrong handling of cleaning of the device." Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: "the unit was shut down, connected to 230v and to air and o2. A doctor smelled a smell of a smoke. He disconnected the unit from the 230v, air and o2. No one was hurt."

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. Hamilton medical ag received the following additional information from the partner: " in our inspection there are some dry liquids on the housing parts visible. Especially at the alarm lamp cover you can see it very clear that there are some foreign objects around the cover. Also it looks like that the inverter board has some foreign object on it. Potentially it looks that during liquids the inverter board was damaged. Looks like that they used too much cleaning liquids on this device. Because of that what we see on the picture the inverter board was damaged during operation. So the pictures shows us that some liquids came in which looks that it happened during wrong handling of cleaning of the device." Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Event description:
Hamilton medical ag received the following incident description: "the unit was shut down, connected to 230v and to air and o2. A doctor smelled a smell of a smoke. He disconnected the unit from the 230v, air and o2. No one was hurt."